Event description:
Vague report of pump reported to overinfuse a secondary bag on channel c. The pump was set up to deliver a 50ml bag of kcl at 25m./hr as a secondary setup. The entire bag rportedly infused in less than 1/2 hour. The pump was tested and channel c was found to meet specs for accuracy. No patient injury was reported. No add'l details are known.